Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. The reported problem (won't power on) was confirmed. As received, the monitor was unable to power on and the electrode belt would not communicate with a test monitor. Upon evaluation of the monitor, high voltage had deviated to low voltage circuitry, shorting multiple power supplies and components. The cause of the inability to power on is the shorted power supplies and components. The root cause of the high voltage deviation cannot be positively identified. Upon evaluation of the belt, there was thermal damage to the esd700, u727, u728, and l703 components on the distribution node (dn) pca board. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. Root cause investigation into the gel ingress is underway. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on after receiving some arrhythmia alarms. The patient reportedly was able to delay a treatment by pressing the response buttons. The patient reportedly then heard a 'pop'. The patient indicated that she was not treated.